Event description:
(B)(4). Severe cramping that radiates down my thighs, I have been to the doctor I have been to the ed many times where they are unable to find any reason to the pain. I am unable to loss weight in my midsection even with going to the gym 6 days a week. I have hair loss, vision changes, bad headaches, I'm always fatigued because I have insomnia. The list goes on. I am also have a scheduled hysterectomy and tube removal coming up because the pain is almost every day now.